Manufacturer narrative:
This complaint was initially submitted to FDA via asr report q1 2017 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via MDR report.

Event description:
It was reported the patient was expected to have his inflatable penile prosthesis replaced as "the system no longer has penile stiffness. Ultrasonography shows emptying of the pelvic reservoir." No patient complications were reported in relation to this event. Additional information received indicated the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.